Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Reportedly, the customer reused cartridges and syringe needles. Tandem technical support educated the customer on the syringe needle and cartridge being single use only. There was no reported adverse impact to customer's blood glucose level. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.